Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings: during investigation, a review of the black box showed attempts to prime the pump. The black box and history also recorded call service alarms. During the pump rewind and prime steps, a call service alarm occurred. Further testing could not be completed due to the alarm that did not clear. The pump was opened and the internal motor was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).